Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
It was reported that the patient experienced redness at the processor site and subsequently was treated with a topical antibiotic.